Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported rupture issue was confirmed. The reported difficulty to deploy (wall apposition) could not be confirmed/replicated in a testing environment as it was based on operational circumstances. Based on the returned device analysis, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric and 90% stenosed mid and distal left anterior descending (lad) artery. The patient was admitted with severe chest pain. An electrocardiogram (ECG) showed an anomaly, so coronary artery angiography (cag) was performed. Pre-dilatation was performed in the mid lad and a 3.0 x 18 mm multi-link (ml) 8 stent delivery system was being advanced with some force applied when the distal shaft bent in several places and the sds could not cross the lesion. A 3.0 x 12 mm ml8 was successfully implanted. A 3.0 x 8 mm ml8 was implanted proximal to the 3.0 x 12 mm ml8 that was previously implanted. Intravascular ultrasound (ivus) was performed and it was confirmed that the stent implant was not fully apposed to the vessel wall; therefore, post dilatation was performed with the same sds when the balloon ruptured after the balloon was inflated 10 to 12 times up to 18 atmospheres. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough; guide catheter: heartrail jl4. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.